Manufacturer narrative:
Pump was received with missing reservoir retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir compartment is cracked. Customer's blood glucose was 77 mg/dl at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details.